Manufacturer narrative:
(B)(4).

Event description:
It was reported that after an electrical storm, the transmitter exhibited a burning smell. The unit was no longer used.

Manufacturer narrative:
Final analysis found burn marks on the main circuit board of the ac power adapter as well as damages on one side of the main pcb of the transmitter which resulted in a power up anomaly.